Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubie drawer failed to stay closed. A field service engineer (fse) found the magnet was missing. Then, the fse replaced main full height drawer latch to resolve the issue. The customer confirmed that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie drawer failed to stay closed. Recovered multiple times but unable to resolve the issue the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.